Event description:
Pt fell on 11/23/96 and fractured proximal left femur through the lesser trochanter. The distal segment was displaced posteriorly and medially. Pt underwent open reduction internal fixation and plate was implanted in 96. Plate was noted as broken on 7/21/97. Plate was removed and replaced in 97.